Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a heartmate charger making noise and with a charging fault, was not confirmed when the unit was checked by technical service. The reported issues were not observed or duplicated when the returned unit was checked. The charger was functionally tested and returned to the customer. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 lvas patient handbook and the heartmate ubc instructions for use. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient heard a "popping" sound coming from her universal battery charger (ubc). The patient noted that the ubc was also displaying an "error code", but could not recall the error. On (B)(6) 2020 the patient called to report "popping sounds coming from my charging unit". Patient was instructed to unplug the ubc. Popping sounds resolved once the ubc was unplugged. The patient reported having enough fully charged batteries to make it until monday. The patient's son came to the clinic on (B)(6) 2020 to pick up the loaner ubc until the new ubc is delivered to the patient.